Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unknown date in (B)(6) 2014. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported that a patient reused single use disposable products and acquired peritonitis coincident with peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date in the same month as onset, the patient was hospitalized for the event. Treatment for the event was not reported. It was not reported if the patient was re-trained on proper technique. At the time of this report, the patient was recovered from the peritonitis event. No additional information is available at this time.